Manufacturer narrative:
It was reported that hair was identified within a bulb irrigation syringe component. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A photo was provided which showed a long black hair stuck in between the green bulb and where the bulb connects to the clear syringe. No physical sample was returned for evaluation. Issues with environmental controls was determined to be the likely root cause for the reported problem/issue. Due to the reported hair within the syringe fluid pathway, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that hair was identified within a bulb irrigation syringe component.